Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
Tasp bottom component was not returned for evaluation. The lot number is unknown and photos were not sent. It is unknown how many times the parts had been used during that time. This device is used for treatment. The complaint description stated that the part was impacted with a mallet, which is advised against in the package insert. This could be a contributing cause along with normal wear and tear. However, based on the limited information available, the root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that the surgeon struck the devices with a mallet during insertion. As this is the case, it is believed that the root cause can be attributed to the surgeon misusing the device. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.